Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation of the left proximal humerus on (B)(6) 2020, a percutaneous drill bit broke off inside the patient. The surgeon used an unknown stryker cement as a bone void filler and was drilling into it then the tip of the drill bit snapped off. The surgeon opted to leave the broken drill bit fragment embedded in the unknown stryker cement inside the patient. There was no surgical delay reported. The procedure was successfully completed. Patient outcome is unknown. Concomitant device reported: unknown stryker cement (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).